Manufacturer narrative:
(B)(4). H6: eval results: death.

Event description:
During the index procedure, a driver rx stent was implanted in the mid lcx. At 30 day follow-up, six months follow-up and one year follow-up, the pt's cardiac status was reported as asymptomatic/free of symptoms. It is reported that approx 15 months post index procedure, the pt died. It was reported as a non-sudden cardiac death. The pt was hospitalized with dyspnea. During his in pt stay, it was exposed as cardiac decompensation. Despite intensive therapy, the pt's status worsened. The pt requested no further measures to be taken. The investigator did not assess the relationship of the event to the driver stent.